Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with all the keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/12/2015 device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2015 with the following findings:on investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display with auditory and vibratory features. The keypad cover was undamaged and no tactile issues were found with the buttons. Removal of the keypad cover did not find contamination under any of the button contacts. Unrelated to the complaint, battery compartment cracks were found from the case seal travelling upward and in the threads area to the left of the grip pad. Pump casing was opened and evidence of moisture intrusion was found on the keypad connector wire. In addition, the display was dim and discolored.